Event description:
The customer reported that the ventilator works on battery only, but not on ac power. The customer reported the ventilator was in use, but there was no pt harm reported. The field service engineer (fse) evaluated the unit and verified the reported problem. The fse reported the power supply was replaced and the reported problem was resolved.